Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that the patient presented with a prolapse, flail at a p2 location and friable anterior leaflet. One clip was successfully implanted on the medial part of the p2 prolapse. To further reduce mr, a second clip (91030u115) was implanted lateral of the first clip. However, after the gripper line was removed, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a third clip was implanted. However, due to the slda, mr was unable to be reduced and remained at a grade of 4+. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) is likely the result of patient anatomy as a friable anterior leaflet was noted. The reported unchanged mitral regurgitation is the result of the slda. The unchanged mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.